Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("constant abdominal pain") in a 27 year-old female patient who had essure inserted (lot no. Unknown) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2011, the patient had essure inserted. In 2011 she experienced myocardial infarction ("heart attack"). On unknown date she experienced abdominal pain (seriousness criterion intervention required), illness (" she has been sick"), genital haemorrhage (" she is experiencing heavy bleeding"), abdominal distension ("bloating") and abdominal pain lower ("cramps"). The patient was treated with surgery (on (B)(6) 2024 hysteroctomy is scheduled). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to myocardial infarction, illness, genital haemorrhage, abdominal distension, abdominal pain or abdominal pain lower. The reporter commented: caller wanted to know why essure was recalled. She had her essure in (B)(6) 2013. 3 weeks after the implant she had a heart attack. From then on, she has been sick. She is experiencing heavy bleeding, bloating, constant abdominal pain, and cramps. She is scheduled for hysterectomy and remove the coil this (B)(6) (2024). She is wondering how to file a complaint. She is getting a lawyer to file a lawsuit because she is very upset. Discrepancy noted in essure insertion date on (B)(6)2011 & (B)(6)2013. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("constant abdominal pain") in an adult female patient who had essure inserted (lot no. Unknown) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2011, the patient had essure inserted. In 2011 she experienced myocardial infarction ("heart attack"). On unknown date she experienced abdominal pain (seriousness criterion intervention required), illness (" she has been sick"), genital haemorrhage (" she is experiencing heavy bleeding"), abdominal distension ("bloating") and abdominal pain lower ("cramps"). The patient was treated with surgery (on (B)(6) 2024 hysteroctomy is scheduled). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to myocardial infarction, illness, genital haemorrhage, abdominal distension, abdominal pain or abdominal pain lower. The reporter commented: caller wanted to know why essure was recalled. She had her essure in (B)(6) 2013. 3 weeks after the implant she had a heart attack. From then on, she has been sick. She is experiencing heavy bleeding, bloating, constant abdominal pain, and cramps. She is scheduled for hysterectomy and remove the coil this (B)(6) (2024). She is wondering how to file a complaint. She is getting a lawyer to file a lawsuit because she is very upset. Discrepancy noted in essure insertion date (B)(6) 2011 & (B)(6) 2013. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-sep-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.